Event description:
It was reported by the patient that she underwent a subtotal abdominal hysterectomy with bilateral salpingoophorectomy and abdominosacral colpopexy on (B)(6) 2010 for a prolapsed uterus and vaginal vault and mesh was implanted. The patient states that the placement of the mesh has affected her bladder and bowel function, including 2 bowel obstructions. She has extreme pain when voiding and having bowel movements. She has had multiple CT scans, MRI&apos;s, and ultrasounds. She states that she can feel a portion of the mesh in her vaginal wall. A laparotomy was done on (B)(6) 2011 to remove the mesh. She continues to experience chronic pain and has been treated with pain medication.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.